Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that another company's microcatheter was unable to be advanced on the bmw guide wire. No pt effects were reported. No add'l event or pt info is available. This is being reported based on lab analysis which revealed a separated shaping ribbon.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with no blood or contrast visible. The shaping ribbon was separated 7 mm proximal to the tipball. The distal end of the proximal portion of the shaping ribbon was 2.2 cm distal to the center solder. There were stretched coils distal to the center solder for a length of 4.5 cm. There were stretched coils 4 mm proximal to the tipball for a length of 5.5 cm. There were offset and overlapped intermediate coils proximal to the center solder for a length of 4 mm. There was a bend in the core 54.6 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. An attempt was made to advance the proximal end of the guide wire through a hole gauge, but resistance was met at the offset intermediate coils and would not advance further. This did not meet mfg criteria. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.